Manufacturer narrative:
Clinical specialist (cs) confirmed that the patient did not experience any falls or trauma, and had not recently undergone any MRI procedures. The patient did have a ptc that they used. The patient's pump did not migrate or flip. Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Analysis of the pump's functionality was performed. The pump reservoir function was checked by filling the reservoir with 20 ml of sterile water for injection (swi) and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was refilled and the cap was flushed with 5 ml of swi. A demand bolus of 0.3 mg with a 1.00 mg/ml concentration over 16 minutes was programmed. At ambient temperature, fluid droplets were observed at the tip of the stem indicating proper priming of the pump. A second demand bolus, programmed with the same parameters, at 37 °c did not produce any fluid droplets at the tip of the stem. The pump was programmed with a 1.994 mg daily dose multi-rate flow test over a 24-hour time period at 37°c. The dispensed volume was 0.0 ml (0.0%) of the expected volume. The catheter access port and suture ring were removed and the pump was decontaminated a second time. A magnet flush was performed with the suture ring and cap off, and the fluid was just dripping out. An additional multi-rate flow tests was performed and yielded a result of 0.0 ml (0%) of the expected volume. The device was unable to prime at the designed temperature and therefore, is associated with CAPA 00065. Further investigation will be captured in CAPA 00065. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending completion of device analysis and review of device history record. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report a pump that was explanted due to a volume discrepancy. This patient previously had a catheter replacement to address this issue. However, a month later another underinfusion volume discrepancy of 20ml was observed. When the pump was explanted, a back table bolus was performed and no bead was formed. MFR 3010079947-2020-00320 was opened to address the original catheter replacement.